Manufacturer narrative:
(B)(4). Date sent: 12/2/2022. Additional information received: as the sales rep I filed the product code incorrectly. It was not a pcee60a but the psee60a that was returned. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with a gst60g reload loaded in the device. The reload was received unfired. The buttressing materials were on the reload deck and on the anvil. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 782a80, and no non-conformances were identified. D1: brand name d4: catalog. D4: unique identifier( UDI).

Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during a right upper lobe the doctor was using pcee60a with green load and slr. While firing on lung the stapler slowed down and would not complete fire. He used reverse button and removed stapler. He noticed stapler had anvil bent when removed. Opened a new stapler and it struggle to fire but did complete transection. There was no patient consequences.